Event description:
This is submitted to report the clip movement and tissue damage and that occurred after the third mitraclip ((B)(4)) was implanted and required surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Two mitraclips ((B)(4)) were implanted medial to lateral on the mitral valve leaflets, and the mr was reduced to 1-2. A third clip was planned to further reduce the mr. The third clip delivery system (cds (B)(4)) was advanced to the mitral valve. Leaflet grasping was performed and the mr was reduced to less than 1. After deployment of the clip, it was noted that the clip changed position and a large jet was visible at the area of the clip. It was noted that the position change of the clip was likely due to tension in the system which was released when the clip was deployed. Echocardiogram found that the posterior clip arm caused a hole in the posterior leaflet after deployment. The mr grade increased to 3-4. A fourth cds ((B)(4)) was advanced to the mitral valve leaflets in an attempt to reduce the mr. The leaflets were successfully grasped with the clip but the mr was not reduced; therefore, the cds was removed. The procedure was aborted and the patient was sent for mitral valve replacement. The patient was clinically stable post-surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint-handling database identified no other incidents reported from this lot. Potential causes for partial clip movement on the leaflet (failure to adhere or bond) can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, partial clip movement on the leaflet (failure to adhere or bond) may be influenced by difficulties with visualization, the morphology of the mitral valve such as tethering of the leaflets, chordae interaction, leaflets that are thinner/thicker, and restricted or prolapsed leaflets, or positioning/grasping during clip placement. Based on the information reviewed, it is possible that there was increased tension on the system due to procedural interactions/user technique (curves on the device coupled with the patient anatomy) which resulted in a buildup of tension, such that after the clip deployed, the tension was released. This likely resulted in the tear in the leaflet and subsequent movement of the clip on the leaflet. The cause for the partial clip movement appears to be related to procedural conditions/user technique and not a product quality deficiency. The patient effect of mitral regurgitation (mr) (worsening or unchanged) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. In this case, the most probable cause for the unchanged mr was due to a combination of the tissue damage (hole in leaflet) and the partial movement of the clip on the leaflet. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 2 implanted mitraclips ((B)(4)). The mitraclip is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.